Event description:
MFR received a report of a sling falling off a patient lift while transporting a patient. As a result, the patient fell and sustained a laceration to the face. Subsequent evaluation found the device operated as intended with no malfunction being identified.